Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed.

Event description:
It was reported that the c-arm did not stop and hit chair. When selected a 45 degree move the gantry moved to 63 degrees and collided with a chair. No injury reported. A field engineer was dispatched to the site and was unable to replicate the reported issue. A blown fuse was identified and replaced. Once this was completed, the system was working as intended.

Manufacturer narrative:
Evaluation of the reported complaint condition and system logs determined that the system functioned as intended. When an exposure was acquired at -90 degrees a setting was activated which allows the user to auto rotate to the opposite angle (+90) for the next image in a standard workflow. This is normal system behavior. However, the next image was acquired at 0 degrees, rather than +90, leaving the setting active until the next use of the auto rotate button. The blown fuse identified by the field engineer was a result of the c-arm motor attempting to drive when it met resistance of the chair.